Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing thresholds however there was no sensing. An invasive procedure was performed. The lead was easily removed from the device header. It was noted the lead to device connection may not have been secure. The rv lead was tested via pacing system analyzer (psa) with no sensing and capture only at high outputs. The lead was successfully repositioned. This system remains in service. No additional adverse patient effects were reported.